Manufacturer narrative:
Date of event is unknown. There are no relevant tests/laboratory data. There is no relevant history. This is a class I device and based on the lot number the UDI requirement does not yet apply. Additionally, we do not use product serialization. The device is not implanted, therefore implant/explant dates are not applicable. No known concomitant medical products and therapy dates.

Event description:
During a scaling and root planing procedure, the instrument tip broke subgingivally in a patient's mouth.